Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was implanted. The patient was discharged. The patient remained on oral anticoagulation (warfarin) until the 45-day routine follow up. There were no device issues at this time. The patient was then placed on dual antiplatelet therapy (dapt). The patient had routine follow up on (B)(6) 2025, and a transesophageal echocardiography (tee) was performed, and a large thrombus was seen on the face of the closure device. The thrombus was non-mobile and extended from the face of the closure device into the atrium. The patient was placed back on warfarin.